Event description:
The manufacturer received information that a trilogy ev300 ventilator was alarming for service required. No harm or injury was reported. The device was not in clinical use. During evaluation, the ventilator failed the oxygen (o2) flow test. The oxygen blending module needs replaced to address the issue.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was returned to the manufacturer's serve center for service of a ventilator inoperative issue. During evaluation, the ventilator failed the oxygen (o2) flow test. No harm or injury was reported. The air exchange control module (aecm), flow sensor, three-way solenoid, and system printed circuit assembly required replacement to address the issue.